Event description:
Original surgery date: october 2003. It was reported that one of two of the cages that were implanted in the patient was reported to have disappeared in october 2004. It is alleged that they cannot be found in the patient's body. A revision surgery was performed in november 2004.